Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle was slow to retract leading to blood leak. The following information was provided by the initial reporter: needle sluggish when retracting during safety allowing blood to leak from hub.

Event description:
No additional information.

Manufacturer narrative:
Material and batch information updated in d tab. Annex codes updated. Investigation results: our quality engineer inspected the samples submitted for evaluation. Your report of a retraction issue was confirmed from the returned sample; however, the root cause could not be determined. 13 insyte autoguard needles were provided for complaints (B)(4). The samples exhibited evidence of use. The safety mechanism had been activated on each safety shield. All needles except one were received fully retracted within the shield. The bevel and tip of one needle extended beyond the grip. The barrel component of the safety shield was cracked and damaged, which prevented the needle hub from fully retracting. As the device has been opened and used, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. A functional test of the returned samples revealed no damage or defects with the safety mechanism and retraction time. The reported sluggish retraction and blood leak from hub could not be confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.